Event description:
It was reported that the patient did not get adequate relief. The patient underwent a revision procedure to explant the device in conjunction with a hemilaminectomy and foraminotomy. Additional information was received that the surgery was completed successfully.

Event description:
It was reported that the patient did not get adequate relief. The patient underwent a revision procedure to explant the device in conjunction with a hemilaminectomy and foraminotomy.